Event description:
It was reported that at device changeout, the device failed to convert the patient. An alert was received for possible hv lead issue and output circuit damage. Pocket was opened and device connections were checked. No issue was found. New device again failed to convert patient and possible hv lead issue alert was again received. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.